Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified a review of the event history log, which identified improper shutdown messages. The reported symptom was not reproduced during evaluation. Troubleshooting the device with known good battery and power cord revealed no hardware/software abnormalities that would induce the reported allegation. The device was found to operate within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump randomly shuts off. There was no patient involvement. No additional information is available.